Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2012 - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 9 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, pain & adhesions as possible complications. Updated fields: a2, b4, b5, b7, d4 (product catalog no, corporate lot no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2012 - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿hernia sac was excised. A medium ventralex mesh with ptfe side positioned to face abdominal contents, and the connecting tether approximated to the anterior abdominal wall fascia using sutures with excess excised.¿ (B)(6) 2012 - patient was diagnosed with abdominal pain and recurrent incisional hernia thereby underwent laparoscopic repair with mesh explant. Per operative notes, ¿extensive adhesions were taken down. The prior mesh due to its contracted state and incorporated within hernia defect it was completely excised. A synthetic mesh was placed using sutures.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.